Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Device material number reported is not being manufactured currently. However, another material number from the same family was used for the "verification of failure mode reported in the current manufacturing process". Samples were taken from the current production, and the cuffs from the samples were inflated and left for four hours. Then the cuffs from the samples were deflated. Samples were visually inspected. The defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no update required. Customer complaint cannot be confirmed based on this investigation. The root cause is unknown. No corrective actions can be assigned. The device sample is necessary for a thorough investigation. If the device becomes available this report will be updated with the investigation results.

Event description:
Customer complaint alleges "the white cuff could not be deflated." Alleged issue reported as detected prior to patient use. There was no report of patient impact or consequence. It was reported there was no necessary medical intervention. The patient condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was received with the white balloon cuff and pilot balloon partially inflated. A functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the white pilot balloon. Upon injection of air, the white balloon cuff was unable to completely inflate but the pilot balloon was able to fully inflate. The syringe was then filled with air again and connected to the valve of the blue pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the pilot balloons and balloon cuffs were inspected for leaks. No leaks were detected. The syringe was then reattached to the blue pilot balloon in order to deflate the balloons. The blue pilot balloon and blue balloon cuff were both able to deflate. The syringe was connected to the white pilot balloon to deflate the white balloons. The pilot balloon was able to deflate but the balloon cuff was unable to completely deflate. The et tube was then injected with dye through the white balloon inflation line to check if there was a blockage in the inflation line. The lab inventory syringe was filled with the dye and attached to the valve. Upon injection, there appeared to be a blockage in the inflation line just past the pilot balloon. Only a small amount of water was able to get past this point. It is confirmed that there is a blockage in the inflation line. The IFU for this product states, "the cuff inflation system (cuffs, pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate seal is maintained and that the cuffs have not become over-inflated." "The endobronchial cuffs should be slowly inflated with the minimum amount of air required to provide an effective seal. Do not inflate with a measured volume or by feel of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "the white cuff did not deflate" was confirmed based upon the sample received. The blue balloons were able to properly inflate and deflate. However, the white balloon cuff was unable to inflate properly. Upon functional testing, it was found that there was a blockage in the white balloon inflation line. The blockage occurred just past the pilot balloon. The root cause of this issue is manufacturing related. A non-conformance has previously been opened to further investigate this complaint issue.

Event description:
Customer complaint alleges "the white cuff could not be deflated." Alleged issue reported as detected prior to patient use. There was no report of patient impact or consequence. It was reported there was no necessary medical intervention. The patient condition was reported as "fine".